Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, date is unknown. According to the complainant, post procedure on (B)(6) 2010, three months after button replacement, a leak was noticed at the connection part between the button and the feeding adapter. This device is currently in use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Correction: the button replacement gastrostomy device has been replaced.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.